Event description:
Philips received a complaint by the customer on the v60 indicating while performing preventative maintenance (pm), it was observed that the cart was hard to push due to the two front wheels, they were clicking. Requesting two casters, locking, v60 stand to be ordered for replacement. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse submitted a material order for replacement for the caster, locking, v60 stand per customer's request. Customer is taking responsibility to correct/repair the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.